Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that minimum fill notifications occurred after filling multiple cartridges with roughly 250 units of cold insulin. The customer¿s blood glucose level was 100 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.